Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. What were the diagnosis and indication for the index surgical procedure? Artificial joint replacement surgery. 2. Was it used to address active bleeding or used prophylactically? It was used for haemostasis during surgery. 3. What was the onset date of the fever? Unknown (post-operative period; exact date not provided). 4. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative fever? The physician believes the cause was not rinsing the product after use, rather than a product deficiency. Additional details: amount of surgicel powder used: 3 g. The product was not rinsed after application. Post-operatively, the wound became red and the patient developed fever. Hospitalization was extended by one week. The following information was requested, but unavailable: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? Unknown. 2. What was the date of index surgical procedure? Unknown. 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Unknown. 4. Was there any intraoperative concurrent use of other products? Unknown. 5. What is the lot number? Unknown. 6. Where was the surgicel used (on what tissue)? Unknown. 7. What was the drug therapy used for the patient¿s fever? Unknown. 8. What is the users experience w/ surgicel powder and other hemostatic agents? Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the amount of the product used was 3 grams. It was applied for hemostasis during surgery. The hospitalization was extended by one week. The patient has recovered and been discharged and is currently under follow-up. Was there any medical or surgical intervention performed to treat the symptoms (product removed; re-operation; re-closure; prescription medication)? If so, please specify. No surgical intervention: patient was treated with medication (details not specified). If medication was required, please clarify if it was prescription strength. Yes, prescription-strength antibiotics were likely used (exact details unk). What is the most current patient status? The patient recovered, was discharged, and is currently under follow-up observation. The following information was requested, but unavailable: what is the procedure date (dd/mm/yyyy)? Unk. What date did the reaction/fever occur on (dd/mm/yyyy)? Unk. Can you identify the lot number of the product that was used? Unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What was the date of index surgical procedure? 3. What were the diagnosis and indication for the index surgical procedure? 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 5. Was there any intraoperative concurrent use of other products? 6. What is the lot number? 7. Was it used to address active bleeding or used prophylactically? 8. Where was the surgicel used (on what tissue)? 9. What was the onset date of the fever? 10. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative fever? 11. What was the drug therapy used for the patient¿s fever? 12. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an artificial joint replacement procedure on an unknown date and absorbable hemostat was used. After using the product during artificial joint replacement and kept the wound area not washed off, the wound area turned red, and the patient had a fever. The doctor thinks that the cause of this event was that the product was not washed off. Additional information was requested